Event description:
Customer puts blood on the test strips and the meter will not begin the count down. They replaced the batteries and now cannot clearly see the numbers in the display. A review of the system was conducted over the phone. The review determined that segments were missing in the 100s, 10s and units positions of the display. Asked customer to return the meter for further eval and a replacment was provided. The customer was invited to call 24/4 with future questions/concerns.